Event description:
It was reported that during the procedure the subject guidewire was rotated in order to advance the guidewire into the microcatheter; however, resistance was encountered. The physician removed the guidewire from the patient and observed that approximately 50 cm of the proximal section of the guidewire was broken. The physician was able to retrieve the tip of the guidewire with the microcatheter and the procedure was completed successfully with no patient impact.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history review confirms that there was no indication that the device, labeling or manufacturing failed to meet its specifications when released. Visual inspection of the subject device discovered two broken fragments: the proximal part and distal part that remained to be loaded in the microcatheter that was full of blood. The guidewire was found bend along its length. Magnified examination of the fracture site revealed that the core wire was bent first and then separated. The functional test could not be performed because of the condition of the returned product. Additional information stated that there was an intermittent flush used during the procedure and there were cautions specified against it per the microcatheter¿s direction for use (dfu): ¿in order to achieve optimal performance of stryker neurovascular microcatheters and to maintain the lubricity of the hydrolene coating surface, it is critical that a continuous flow of appropriate flush solution be maintained between the stryker neurovascular microcatheter and guide catheter, and the microcatheter and any intraluminal device. In addition, flushing aids in preventing contrast crystal formation and/or clotting on both the intraluminal device and inside the guide catheter and/or the microcatheter lumen." It was also indicated that the guidewire was advanced against friction and that the caution against it was specified in the subject device dfu: "never advance the guidewire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter and/or vessel perforation". Therefore, because continues flush was not maintained the device performance became limited, that resulted in the reported friction, which likely to have contributed to the torsion against resistance, causing the kink and fracture of the guidewire. Based on the guidewire and related complaint microcatheter dfus, specifically cautioning about force against resistance and continuous flush maintenance to achieve optimum performance, the cause use error was assigned to the event.

Event description:
It was reported that during the procedure the subject guidewire was rotated in order to advance the guidewire into the microcatheter; however, resistance was encountered. The physician removed the guidewire from the patient and observed that approximately 50 cm of the proximal section of the guidewire was broken. The physician was able to retrieve the tip of the guidewire with the microcatheter and the procedure was completed successfully with no patient impact.